Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a rechargeable system implanted but had difficulty recharging and the system was explanted in 2010 (see MFR. Rep. #3004209178201002554). The MFR rep worked with the pt to get better coupling but was not successful, and thought the implantable neurostimulator was too deep. The pt's replacement ins depleted in about 15 months. The MFR rep stated that the depletion was normal, but the pt was dissatisfied with the longevity. The pt was scheduled for replacement surgery on (B)(6) 2011.